Event description:
The customer reported that there was an intermittent ma error displayed on the system. Also the tank was leaking oil. The system was taken out of service after the case was completed.

Manufacturer narrative:
The ge service rep replaced and calibrated the hv transformer per ge oec / esd procedures. He ran filament calibration. The system operates as intended.